Event description:
Doctor was performing an extraction of 3rd molars with the patient under general anesthesia when blistering was observed on the corner of patients right lower lip. Injury was cleaned and neosporin was administered to the area. Doctor has conducted a follow up with the patient and the injury has healed as expected. No further medical treatment was required for this injury.